Manufacturer narrative:
The complainant was unable to report the lot number of the abutment at issue in this complaint; consequently, the device manufacture date could not be determined. The clinician indicated that the device had been inadvertently discarded at the complainant facility; therefore, the product was not returned. As a result, a full investigation into the root cause of the device failure could not be performed. Possible causes of a zirconia abutment fracture include a torque setting over the recommended 30ncm, misalignment of the abutment during placement, and/or modification of the abutment during prep. Product is supplied by keystone dental as a non sterile part, consequently, there is no expiration date noted. (B)(4).

Event description:
The complainant reported that a female patient had a prima zi abutment placed at fdi site number 13 on (B)(6) 2008. The abutment was reported to have fractured during normal function on (B)(6) 2010, and became lodged in the implant. The clinician successfully removed the abutment with the aid of a diamond burr. There was no adverse effect to the patient as a result of the reported abutment fracture.